Manufacturer narrative:
The reported event that patient required irrigation and debridement followed by a reimplantation of the hardware due to suffering from an early deep infection could not be confirmed, since the device(s) were not returned for evaluation and no other additional information was received from the clinical site. More detailed information about the patient's medical history, the event details and the involved device(s) must be available to determine the root cause.      If any additional information becomes available, the investigation will be reopened and re-evaluated accordingly. Device disposition unknown.

Event description:
The post market clinical team has conducted a follow-up report on ¿a retrospective data collection of the internal fracture fixation of long bones with the axsos3 titanium locking plate system ¿. The study was conducted at ¿ cooper university hospital, cooper bone and joint institute, united states¿. The report is associated with the stryker ¿axsos3 titanium locking plate system ¿and includes an analysis of the clinical data that was collected on 93 patients. The cases in the study range from january 2007 to june 2020. The report indicates, ¿another deep (early) infection occurred in a patient 16 days following treatment of their proximal tibial fracture. This patient was treated with an external fixation, and irrigation and debridement prior to the implantation of hardware. The infection resolved following a second surgery involving irrigation and debridement and reimplantation of hardware¿.